Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was also noted that the lead exibited oversensing of noise.

Manufacturer narrative:
Final analysis found that the lead was crushed, two filars were broken, both distal and proximal insulation were damaged at 23 cm to 24.7 cm from connector pin. The damage sustained in this area is consistent with clavicular crush, which could have led to the reported low lead impedance and noise problem.

Event description:
It was reported that the lead exhibited impedance of 200 ohms.